Manufacturer narrative:
Qn#(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a corrected data: n/a

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was not confirmed through complaint investigation of the returned sample. The customer returned one opened arterial kit for analysis. No definite signs-of-use were observed. Visual inspection of the guide wire revealed that the guide wire was lodged within the needle cannula. Adhesive residue was observed within the guide wire tubing. The observed adhesive likely contributed to the resistance experienced by the customer. The functional testing of the returned components could not be performed as when force was applied to dislodge the guide wire from the needle, the guide wire could not be removed. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a; corrected data: n/a.